Manufacturer narrative:
The device was received for evaluation and repair. Incoming inspection of the device found corrosion of the internal parts. The device could not be tested for heating as the motor was not running when the device received. Further inspection found the housing and motor assembly to be heavily corroded with the motor assembly bedded inside the housing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a handpiece. It was reported that the handpiece was overheating. There was no patient or staff impact. Additional information was received from a nurse manager via a manufacturer representative (rep). It was reported that most of the information was unknown. The device had been sitting on their desk for quite a long time because they thought it was a trade in, but when they opened the box it had a repair tag that noted it was overheating.